Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was due to a faulty printed circuit board. However, the specific cause of the faulty printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the high flow insufflation unit was making a loud noise when it was turned on with no error messages. The issue was found during a therapeutic laparoscopy and it was completed with the same device. There were no reports of patient harm associated with the event. Inspection and testing of the returned device found that the device produced error code e03 due to a faulty main board. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.